Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the single wide mini drawer was unrecoverable. A field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) drawer had failed and was not able to store the medication. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.